Event description:
Initial report: this non-serious spontaneous case report from a foreign country, was reported by a clinic manager to our local affiliate. This case involves a female patient who received poly-l-lactic acid (sculptra) therapy eight months ago. The patient received a second treatment eight weeks after the first treatment. Approximately two months ago, the patient developed many lumps, the size of 5 pence coins on her face. The lumps were palpable. Antibiotics were initiated as treatment for this event, without effect. She is currently being treated with steroids. The event is ongoing. The reporter stated that the doctors at the clinic believe the event is related to poly-l-lactic acid therapy. A ptc (pharmaceutical technical complaint) was initiated: local ptc; global ptc.